Manufacturer narrative:
H11. Additional narrative/data: initially, it was reported that a 65-year-old patient with a valve model 7300tfx29 implanted in mitral position underwent a reintervention for a valve-in-valve procedure after unknown implant duration due to prosthesis degeneration leading to severe stenosis. However, through investigation it was learned that this valve in valve procedure was performed after an implant duration of approximately eleven (11) years and eight (8) months due to prosthesis degeneration leading to severe stenosis. As reported, patient presented with dyspnea. A 29mm transcatheter heart valve was successfully implanted within the pre-existing edwards surgical valve. As reported, patient was discharged home after the procedure. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. This may present as regurgitation and/or stenosis. Nonstructural valve dysfunction or degeneration (nsvd) is any abnormality not intrinsic to the valve itself that does not involve valve components; this may present as regurgitation, stenosis, increase/high gradient, dehiscence, paravalvular leak or hemolysis these are expected and foreseeable results in valves that have been implanted long term and are near the end of its established life expectancy. In accordance with section 4.2.4 in FDA medical device reporting for manufacturers, for valve implants equal to or greater than 10-years will not be reportable. Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted. The implant date is known only as "2012". Therefore, 31st dec 2020 is being used to calculate the implant duration.

Event description:
As reported by the edwards lifesciences affiliate in italy, this 65-year-old patient with a 7300tfx29 valve model implanted in mitral position underwent reintervention for a valve-in-valve procedure after an unknown implant duration due to prosthesis degeneration leading to severe stenosis. A 29mm transcatheter valve was implanted within the edwards surgical valve with a perfect result.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.